Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 50 mm thoracic aortic aneurysm. When the patient returned for follow up 2 months post the index procedure it was reported a retrograde type a aortic dissection (rtad) occurred. A ascending aortic replacement was performed on (B)(6) 2018 to treat the rtad. Per the physician the bare stent was connected to the origin of the brachiocephalic artery and it was a factor in vascular dissection. No additional clinical sequelae were reported and the patient is being monitored.